Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the communication printed circuit board and attempted to format the hard drive. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.